Event description:
It was reported that the patient complained of getting shocked from the pacemaker, and that the patient could "feel it" enough to "be annoying". This was worse at night time. The patient further reported that the exisiting competitor leads "did not match" this pacemaker and that a possible lead fracture had also occurred. The device was explanted and replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.